Event description:
It was reported that the patient implanted with this artificial urinary sphincter experienced recurring urinary incontinence, leading to a surgical procedure. The existing pressure-regulating balloon was removed and replaced with a new one.